Event description:
It was reported that during a transcatheter aortic valve implantation procedure using the trans carotid approach, during final deployment at approximately 90%, the valve reportedly had an abnormal and uncontrolled release with slippage into the left ventricular outflow tract. The valve then migrated to the ascending aorta and was managed using two snares. A second medtronic transcatheter aortic valve was subsequently implanted and was positioned and deployed correctly, and the outcome was reported as successful.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; explant date n/a the codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure using the trans carotid approach, during final deployment at approximately 90%, the valve reportedly had an abnormal and uncontrolled release with slippage into the left ventricular outflow tract. The valve then migrated to the ascending aorta and was managed using two snares. A second medtronic transcatheter aortic valve was subsequently implanted and was positioned and deployed correctly, and the outcome was reported as successful. Additional information was received that a pre-implant dilatation was performed and a non-medtronic guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was approximately 4 mm for each sinus. After the valve dislodgement, the implant depth was above the annulus.